Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A data cable was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during use on a patient the display went blank and mechanical ventilation stopped. There was no report of patient injury.

Manufacturer narrative:
Additional information was received stating that this was a display only issue, mechanical ventilation was not affected. Therefore, the initial MDR was not reportable. Additional information was received stating that this was a display only issue, mechanical ventilation was not affected. Therefore, the initial MDR was not reportable.